Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during an implant procedure, the analyzer cable initially worked fine, but then there was intermittent capture. The programmer settings were adjusted, and capture was obtained again, but it then was missing intermittently. It was also noted that the cable had intermittent pacing and was showing high impedance. The patient was pacemaker dependent, so the physician decided to connect the patient to the pacemaker rather than switch analyzer cables during the procedure. After the patient's procedure was finished, a new analyzer cable was attached to the programmer and there was no sign of a problem during the following case. The analyzer was also replaced at that time, but there was no indication of a problem with the analyzer, and it remains in use. The cable was discarded, and the programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.